Manufacturer narrative:
Follow up information was received from the customer on (B)(6) 2015 stating that the customer's bg level had lowered and had been okay since. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 388 mg/dl. During troubleshooting with tandem technical support, the customer noted air bubbles in the tubing. The customer then performed fill tubing and although drops were seen exiting the tubing, air bubbles were still present. It was indicated that the customer would change out all supplies to ensure that all air bubbles are removed.